Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on-site, therefore, it will not be returned to the manufacturer. Functional analysis revealed that the rf power was out-of-specification and was therefore adjusted. The most likely cause for this failure is wear and tear. The patient's age was reported as "over 50" years. (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, a "reflected power is too high" error message appeared during the procedure. The radiofrequency (rf) cable was swapped, but the issue was unresolved. The cable connector was loose, and the issue intermittent. The procedure was completed with this device with no patient complications. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the device revealed an MDR-reportable malfunction of (rf) energy out-of-specification.